Event description:
It was reported that during the implant attempt, the lead was not pacing and there was high impedance noted with the analyzer. The cable on the analyzer was changed and the lead was repositioned multiple times; however, there was still high impedance. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. However, the distal conductor was stretched, the outer insulation was pulled apart (overstress), and visual analysis revealed the lead was damaged at implant.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.